Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment the r-wave was 2.4mv and there was no capture on the right ventricular (rv) lead at 6.5v. As a lead dislodgement was suspected, the device was programmed until the revision could be performed. The lead was explanted and replaced. No adverse patient effects were reported.